Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed to recover. A field service engineer investigated reported issues by remoting into the device and found no drawer failures. The site confirmed the device was stable following a reboot. No failed icons were observed, and the customer confirmed the system was functioning properly. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3.1 could not be able to recover and failed to close. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.